Event description:
It was reported that 2 cassette malfunctions occurred, recently. She received a no disposable pump won't run error. Patient used a new cassette and pump started running fine. Per patient, both pumps are working. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. D4: UDI number, model number, catalog number, device serial number/lot number is unknown. H4: device manufacturing date and d4: device expiration date could not be determined. G5: premarket (510k) number is unknown. H10: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing found failure mode could not be duplicated. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter (B)(4).

Manufacturer narrative:
Other, other text: e3: correction: occupation in contact details was changed to other healthcare professional 23jun2022.